Event description:
A customer contacted stryker to report that their device doesn't turn on when lid opened. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involved in the reported event.

Manufacturer narrative:
Stryker evaluated the customer¿s device at the product assessment center (pac) and verified the reported issue. The device was still able to be powered on and off by pressing the on/off button. The root cause of the reported issue was determined to be due to the lid switch, sw5. The device was destructively tested.

Manufacturer narrative:
The customer will receive a replacement device.

Event description:
A customer contacted stryker to report that their device doesn't turn on when lid opened. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involved in the reported event.